Event description:
During a scheduled prostate biopsy procedure, the initial biopsy gun failed to function properly and did not collect tissue samples as intended. The malfunctioning device was immediately set aside, and a new biopsy gun was opened and utilized. The replacement device operated without issue, and the procedure was completed successfully. Manufacturer response for biopsy instrument, max-core disposable core biopsy instrument (per site reporter).